Event description:
A technician reported that, for both eyes, the intraocular lenses (iols) were exchanged due to mechanical failure. In a follow-up, the technician reported that, while the patient's visual acuity was good, she was unable to tolerate the initial lenses due to glare and ghosting of letters when reading. She also clarified that "mechanical failure" was not a quality issue of the lens, rather it is in reference to the patient's intolerance with the ghosting. She reported the lenses were exchanged for monofocal lenses and the event has resolved. Additional information from the nurse indicated that an unapproved viscoelastic was used during the surgery. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: lens was returned in a non-alcon lens case that appears to indicate a 21.0 diopter label. The lens has solution, broken haptics and multiple areas of optic damage. A lens bench test was attempted on the damaged returned lens. The diopter was indicated to be within the range for an 22.5 diopter lens. Product history record review indicated the lens met release criteria. The root cause of the lens damage cannot be determined from the product investigation. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of the surgical solution, the damage is most likely customer related. There have been no other complaints reported in the lot number. A completed questionnaire was received on 04/04/2012. (B)(4).